Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left breast area on (B)(6) 2014 using the coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) 5 months after treatment. The patient was diagnosed with pah on (B)(6) 2015. The tissue was described as mildly asymmetric fatty tissue slightly thicker in the left breast than the right. On (B)(6) 2017, the patient had liposuction of bilateral chest and axillae. On (B)(6) 2018, the patient returned for a follow up post liposuction, and had concerns the area has grown and become more tender. The left chest ph persists after coolsculpting treatment with pigmentation change under the left chest.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left breast area on (B)(6) 2014 using the coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) 5 months after treatment. The patient was diagnosed with pah on (B)(6) 2015. The tissue was described as mildly asymmetric fatty tissue slightly thicker in the left breast than the right. On (B)(6) 2017, the patient had liposuction of bilateral chest and axillae. On (B)(6) 2018, the patient returned for a follow up post liposuction, and had concerns the area has grown and become more tender. The left chest ph persists after coolsculpting treatment with pigmentation change under the left chest.